Event description:
It was reported that the device was used during an open extended right hemi colectomy with partial gastrectomy, partial removal of duodenum and small bowel resection. The gen11 was being used. The surgeon was transecting the transverse mesentery and when closing the jaws down on the tissue and activating there was trouble advancing the knife blade. The rep had the surgeon remove the device from the tissue, close, activate and squeeze and had trouble advancing the knife blade again. The rep had him remove the device from the tissue, close down the jaws, off tissue, to see if it would open and close. The jaws closed but would not open. Rep could tell there was difficulty opening and closing without activation. The device was pulled from the field and a second device was opened. The second device, they activated once and it transected the mesentery on the first firing as intended. The surgeon went to apply a second firing and had trouble advancing the knife blade again same sequence as the first device. The jaws would not open and the rep had them pry the jaws open. The device was removed from the field. The rep looked at the devices and it appears the knives buckled. The surgeon then at this point, asked for the ec60a with white reload, when he closed down on the mesentery there was a "popping" sound coming from the device. The jaws were opened off of the tissue and closed back down on the tissue again. It closed fine, but when fired it locked out. He then opened by pushing the red reverse switch down and squeezed the firing handle once to pull knife blade back, and then opened the device and removed from the field. At that point the surgeon clamped, cut and tied the mesentery to complete the case. The surgeon did state that the "mesentery was very thick." There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The devices were tested on the generator and passed all functional testing. The energy output delivered from the devices were verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) during functional testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. The knife blade was buckled which resulted in the jaws not opening.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.